Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure performed in the esophagus. According to the complainant, during the procedure, the device had no cautery. The generator was functioning properly. The device was not tested prior to placing down scope. The physician completed the procedure with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure performed in the esophagus.according to the complainant, during the procedure, the device had no cautery. The generator was functioning properly. The device was not tested prior to placing down scope. The physician completed the procedure with a different device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. X-ray analysis revealed that a wire was detached from the body connector. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to a detached wire in the body connector. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.